Event description:
It was observed that during the device evaluation, the autoclavable camera head had no image display, error code e228 and disconnection in cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the error code e228 and no image display cause was due to disconnection in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.